Event description:
Per the clinic, the patient developed a wound infection at implant site (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.